Manufacturer narrative:
Device analysis: analysis of the returned device identified: weight to the spec deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: wrinkles (creases) and deformation are observed but have no relationship with manufacturing. The unit is not rupture.

Event description:
Physician reported thick periprosthetic shell, capsular contracture baker grade IV; intra capsular fluid leakage, folds, deformation and pain. The device was explanted. Left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Physician reported thick periprosthetic shell, capsular contracture baker grade IV; intra capsular fluid leakage, folds, deformation and pain. The device was explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Physician reported thick periprosthetic shell, capsular contracture baker grade IV; intra capsular fluid leakage, folds, deformation and pain. The device was explanted. Left side.